Event description:
It was reported that a caucasian female patient who underwent an unspecified breast surgery with a mentor memorygel breast implant 400cc gel breast prosthesis developed capsular contracture (baker grade unknown) in her left breast post implantation. As a result, the patient underwent bilateral explantation with no replacement breast prostheses on (B)(6) 2022. During explant surgery, it was observed that the left breast prosthesis had ruptured.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 03-oct-2022, the mentor failure analysis lab received the device for evaluation. On 17-oct-2022, mentor received additional information about the event: - the patient age at the time of event is 41 years old - during explant surgery, it was observed that the both removed breast prostheses had ruptured. This medwatch report is for the patient¿s left breast prosthesis. Refer to manufacturer report number 1645337-2022-13077 for the report for the patient¿s right breast prosthesis. On 26-oct-2022, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient developed capsular contracture and experienced a rupture on the breast implant. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant was found to have a tear on the posterior view, measuring approximately 1.8 cm. In addition, siltex cracking was observed on the edges of the rupture. The evaluation determined that the cause of the rupture is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. Mentor concluded that the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).